Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. During troubleshooting, the rse (remote service engineer) found that when the system was tried to turn on from the m cabinet, it failed. The rse instructed the customer to check the fuse f10 in the m cabinet and found that the fuse was blown. The customer replaced fuse f10, but it blew again. The biomed engineer replaced the mpdu control unit which was recommended by the rse. The issue was still occurring with fuse f10 blowing. The fse troubleshooted the mpdu by removing the load and reconnected each power connection one by one. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not turning on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.